Event description:
A caller reported experiencing cgm error 42 multiple times with their pump, which made them feel unsafe using it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and provided instructions on how to return the problematic pump using a pre-paid label. The customer understood and acknowledged the instructions, including how to put the pump into storage mode before returning it.